Event description:
It was reported that the patient presented to the ER after passing out and being symptomatic. She had been symptomatic in the weeks post op with significant rise in threshold observed. The rv lead was explanted after the threshold was so high that intermittent heart block and a lack safety margin in threshold could be acheived. Upon explant it was noted that there was a hole in the insulation that the doctor felt he may have caused while suturing the lead in place. No further patient complications were reported as a result of this event. A 3500 was received and further reports that the patient experienced what the physician dictates as " difficult to interpret." It was felt the device was working properly. Hospitalization was required secondary to a black out spell at work. The device was interrogated and there was a lead failure. Blood inside the lead was found at revision surgery.